Manufacturer narrative:
The technician installed a power resistor assembly, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing conditions appears at the wall outlet. There were no injuries reported as a result of this issue.